Event description:
Baxter lithuania reported 7 incidents of broken clamps with the transfer sets. This was noted during use with no patient injury or medical intrevention reported by the complaint coordinator.